Event description:
It was reported that the patient had an episode the day prior in which he felt like someone was stabbing him. The patient got up from the chair, straightened up and felt like he was getting stabbed in the lower back. It almost disabled him and it took 5 minutes before he could move without pain. Later that day, he experienced a burning sensation where the stimulator was. The patient was redirected to his physician. Additional information was requested about any troubleshooting, interventions and the outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead, product ID: 97754, serial# (B)(4). Product type: recharger, product ID: 97740, serial# (B)(4). Product type: programmer. (B)(4).